Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, "it is alleged that the gun misfired causing a leak in the bowel. The registrar fired the gun and the surgeon insisted that he heard the crunch indicating the completion of the firing sequence. They could not remove the device from the patient. They then tightened the device again and realized that the device was not fired the first time. They fired the gun correctly and the device was removed. They then noticed the leak. They did mention that the tissue was ischemic so may not have been the fault of the device." Another like device was used to complete the procedure.